Manufacturer narrative:
(B)(4) - sphincterotomy and incision enlargement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens is delivered in one piece. Visual inspection of the return sample does not show non-conformances. Manufacturing records were reviewed. Review of device history records for the lot confirm the following: no relevant incident was observed and all results met specifications. No specific cause for this complaint was determined from the review of manufacturing records, procedures, or inspections records. The device history records including manufacturing records and in-process controls meet specification and therefore in conformance. No manufacturing deviations were detected relating to the customer complaint. There were no process and/or material changes relating to the customer complaint. There were no no-conforming material records relating to the customer complaint. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during the implantation of a tecnis multifocal intraocular lens (iol)the surgeon noted that he did not like the was the iol was sitting in the eye. In follow up it was learned that there was a ''rent'' in the posterior capsule with myopic complexity, sphincterotomy and a unplanned vitrectomy were performed. When the iol was removed the incision was enlarged. The lens was removed and replaced with an anterior chamber iol. In follow up it was learned that the patient went home ''fine''.